Event description:
Reportedly, the needle is breaking when reloading between the jaws. Additional info received indicates that the tip of the needle broke off into the pt. Efforts to retrieve the tip laparoscopically proved unsuccessful and the procedure was converted to an open laparotomy to retrieve the part.